Event description:
The complainant reported the patient was on impella 5.5 support due to st elevated myocardial infarction (stemi). While on support, the patient experienced an episode of ventricular tachycardias shortly after arrival to the cardiovascular intensive care unit. The patient was successfully cardioverted and the impella was repositioned, under echo guidance. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Added- h6 impact code 4641.